Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault with significant reduction of irido-corneal angles and shallowing of ac. Lens exchanged with shorter length lens and problem was resolved. Cause of event was reported as unknown.